Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and the right ventricular (rv) lead exhibited high short v-v interval sensing integrity counter (sic) count, undersensing and oversensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted in (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.